Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to software issue. A technical support specialist dialled into the device and rebooted the station to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system had an application failure. The customer reported that the user was able to remove the medication from another station. There were no adverse events or injuries reported based on this incident.